Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor. Customer reported receiving readings of 400 mg/dl, 166 mg/dl, 200 mg/dl and 70 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into he "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once the investigation results are available.

Event description:
It was reported that the pump dispensed insulin from the cartridge during the load step.

Manufacturer narrative:
This is a final report. The customer returned meter (B)(4). The meter has been tested with an approved strip lot 1002834. The complaint was not confirmed and all results were within the range specification during control solution testing. In addition, two out of four readings reported were found in the internal memory log of the meter and were taken in 10 minutes.